Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a surgery on femur with the distal femoral plate and the screws in question at another facility. After the surgery, it was confirmed that all three proximal screws broke. An attempt was made to remove the broken screws at that facility, but this was deemed impossible and the attempt was abandoned. The patient was then referred to the facility in question. On (B)(6) 2025, the second surgery was performed for pseudarthrosis. The df plate was removed, including the three proximal broken screws. The fracture was fixed using rfna. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. No further information is available. This complaint is related to (B)(4) which captures the canceled surgery occurred before the patient was referred to the facility in question.